Event description:
A surgeon reported a patient with hazy, poor vision following intraocular lens (iol) implant surgery approximately one and a half years ago. The patient "never really got sharp vision post surgery" and visual acuity did not correct better than about 20/40. During a recent postoperative visit, the surgeon noticed a fine haze throughout the lens. In a follow-up, the surgeon reported the event has not resolved and that he continues to monitor the patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/17/2009 and 09/29/2009 by phone, fax and mail. A completed questionnaire was received on 09/21/2009. (B) (4). (B) (4). (B) (4).